Event description:
Knee infection, respiratory arrest; initial info was received on 9/2/2001 from a physician concerning a pt who received one intra-articular synvisc injection, bilaterally, in 2001. On the day after the infection, the physician reported the pt experienced an infection in the left knee. Synovial fluid culture results were positive for staphylococcus aureus. The pt had to be hospitalized, where pt developed a pulmonary arrest complication. Synvisc therapy was discontinued. The physician reported the pt recovered from the adverse events. Additional info was received on 10/3/2001 from the treating physician via a telephone memo. The physician confirmed that a pt received bilateral synvisc injections in 2001. The day following the infection, the pt experienced left knee pain. On the second day after the infection an effusion occurred in the left knee and an aspiration was performed and sent for culture. Later the same day, the pt presented to the emergency room (ER) with complaints of increased knee pain and fever. The pt was admitted to the hosp and treated with unspecified antibiotics. Three days after admission, a second effusion occurred in the left knee and another aspiration was performed and sent for fluid cutlure. Both cultures were positive for staphylococcus aurues. That same day, the pt underwent an incision and drainage (I & d) procedure, during which pt experienced respiratory arrest. The pt was intubated and ventilated for 36 hours, then extubated. The physician stated the pt has a history of asthma and the respiratory arrest was most likely secondary to an anesthesia problem. Two days later, a second I & d was performed to the left knee. The pt was discharged at the end of the week.